Manufacturer narrative:
Du, b. Et al. (2016). A retrospective analysis of 38 carotid cavernous fistula patients treated with balloon-assisted endovascular fistula embolization through simultaneous transarterial and transvenous approaches. International journal of clinical and experimental medicine, 9(10), 19399-19407. The onyx was consumed during the procedure and remains within the patients. From the information provided in the article, the report of onyx migration could not confirmed; an event cause could not be conclusively determined.

Event description:
Medtronic literature review found reports of patient complications after onyx embolization. The purpose of this article was to evaluate the clinical outcomes and factors affecting the complications in balloon-assisted onyx 18 embolization implemented through transarterial and transvenous approaches. The authors reviewed 38 patients with traumatic carotid cavernous fistulas who were not suitable for detachable balloon embolization or were difficult to treat with embolization. Among the patients, 29 were male and 9 were female; mean age was 37 years. All patients had a history of craniofacial trauma with a median injury time of 17 days. The article states that immediately after the surgery, angiography showed that the arteriovenous fistulas of all patients disappeared completely. Also, angiography showed the following complications: - one patient had onyx diffusion to the internal carotid artery resulting in occlusion of the artery. However, the communication compensation of the anterior and posterior parts was excellent and the patient did not exhibit any symptoms. - one patient had a small amount of onyx ¿wash¿ to the m4 segment of middle cerebral artery by the blood. The patient was administered postoperative anticoagulation and had no symptoms. - two patients experienced onyx migration to the arterial wall of internal carotid. In both patients, stents were implanted to push the glue back to the arterial wall.